Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for right ventricular lead revision due to high capture thresholds and stimulation when pacing. The physician was unable to explant the lead because a micro-perforation was suspected. The lead was capped and replaced on (B)(6) 2019. Patient was stable post procedure.